Manufacturer narrative:
(B)(4).

Event description:
It was reported that the audible alerts were not produced occurred. It was determined that the no audio alerts was related to the mobile application. The patient's mobile device operating system was not compatible with the dexcom g5 mobile app, which is off-label use of the device. The patient had automatic updates of the app or device enabled, which is off-label use of the device. No product was provided for evaluation. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.